Event description:
It was reported that the lead's impedance had been decreasing from (B)(6) 2010 to (B)(6) 2011 and an increase of threshold was also seen. The physician suspected an insulation fracture. It was then reported that the lead's impedance measurement before the lead revision procedure was high and was considered that the lead had been fractured at that time. The lead could not be explanted because of adhesion with tissue so part of the lead was cut to be sent for analysis. A new lead was then implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4) the proximal segment of the lead was returned, analyzed and no anomalies were found. It was noted that the proximal conductor was fractured due to overstress, the inner insulation had cosmetic metal ion oxidation (mio), the outer insulation had cosmetic environmental stress cracking, the outer insulation had a cosmetic depression and there was apparent explant damage. The analyst noted that four of four proximal conductors fractured due to overstress at 27cm due to explant damage.